Event description:
It was reported that the rechargeable battery has melted (specific date not reported). A new replacement battery was sent to the patient and no reports of patient injury was associated with this event.